Event description:
It was reported that a malfunction code was displayed, but there were no notable events leading to it. There was no adverse impact on the customer¿s blood glucose level. Technical support provided information on resetting the pump, assisted the customer with the process, and instructed them to continue using the pump while advising to call back if the issue reoccurs.